Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l45413, implanted: (B)(6) 1997, product type: catheter. Product ID 8703w, lot# l45413, implanted: (B)(6) 1997, product type: catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen 4000mcg/ml for a total dose of 45mcg/hr, clonidine 200mcg/ml for a total dose of 2.58mcg/hr, and bupivacaine 30mg/ml for a total dose of 0.338mg/hr via an implantable pump for intractable spasticity. It was reported the patient had a sudden change in therapy/symptoms noted as increased pain, mild spasms/increased spasms, and headache. The patient started to experience some mild symptoms the day before ((B)(6) 2017) and they gradually increased today ((B)(6) 2017). There were no factors that may have caused, contributed, or led to the symptoms/event. The patient went to the emergency room due to lack of therapeutic effect. The manufacturer representative (rep) was called to the emergency room tonight ((B)(6) 2017) and was asked to interrogate the pump by the attending emergency room healthcare professional. The pump was interrogated and logs were read for any potential alarms or adverse events. No diagnostics/troubleshooting was performed relating to the catheter. No interventions were taken at that time. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The issue was not resolved and patient's status was "alive-no injury." The patient was taking unknown drugs for a bladder infection. Patient's medical history included t7 paralysis. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated. Additional information was received from a manufacturer representative on (B)(6) 2017. The patient¿s signs and symptoms they experienced on (B)(6) 2017 gradually subsided over the weekend before returning on a lesser scale on (B)(6) 2017. The patient called the office on (B)(6) 2017 and was instructed to come in for a catheter study. The study was unremarkable as the catheter aspirated easily and dye pushed to the tip. The pump rotors were turning. The managing physician was uncertain at this point how he would manage the patient¿s latest setback. There were no further complications reported. Additional information was received from a consumer on 2017-apr-24. On (B)(6) 2017, the patient reported they had spasming (body spasms like a jolting) and was having really bad pain at night when they would sleep. If the patient tried to move their legs, the patient would spasm and would need to lay really still in bed. The patient was having two spasms every second and felt it gradually got worse. They gave the patient oral baclofen and valium and the patient could not sleep. The patient lays right on their side and the friend/family member pulls the patient¿s knees up in a fetal position and stretches the tendons in the foot or both of the feet. The body would jolt and jiggle and stop. As long as they were stretching the tendons in the patient¿s foot it stops the spasms. On (B)(6), the healthcare provider (hcp) did a dye study for both the pump and catheter. Everything looked great and was flowing really good. They increased the patient¿s pump medication by 5% and then turned the pump to give a continual low dose instead of bursts as the patient was on flex programming. The patient has had extreme headaches like baclofen withdrawal extreme headaches. The headaches were so severe and the spasms were so violent. The patient was a c7 paraplegic and did not have any control of their legs. The old pump medications were baclofen, bupivacaine, and clonidine at unknown concentrations and dosages. The patient went to the emergency room (ER) on (B)(6) 2017. A representative came and made sure that the pump was working and that everything came back good and was working properly. A printout was done using the clinician programmer. They thought the patient was septic and the patient¿s lactic acid reading was 3.1. They did not know if that was because their legs were working nonstop. The patient stated their leg muscles were built up and the patient just sits in a pool of sweat. The patient changed their shirt two to three times. The consumer stated that the patient had not had any trauma, falls, or anything out of the ordinary. Additional information was received on (B)(6) 2017. The managing hcp performed another dye/rotor study on (B)(6) 2017. Apparently, the patient started to experience increase spasms over the past weekend (around (B)(6) 2017). The dye/rotor study was negative. The catheter aspirated easily and dye flowed nicely. The managing hcp thought it might be the actual compounded baclofen in the pump. The pump was refilled by the managing hcp¿s nurse after the pump study. As of (B)(6) 2017, the patient had not noticed any spasms and was doing better. Additional information was received on 2017-may-08. The patient was scheduled to have the catheter revised/replaced on (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-may-15. It was stated that the patient was not septic. The actions/interventions taken were the dose was changed and they had to revise the catheter as the connection was defective. Additional information was received from the manufacturer representative on 2017-may-16. The catheter was replaced because the patient had been experiencing increase spasticity. Two rotor/dye studies were reported, but were negative for any obvious defects or abnormalities. The speculation was that the patient may have been experiencing some positional kinking of her old catheter leading to the issues she was experiencing. As a result, the hcp felt best to replace the whole catheter with a new one. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had their original catheter explanted and a new catheter implanted on (B)(6) 2017. There were no further complications reported or anticipated.